Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. This is two of two reported events in which the patient lost consciousness due to device failure occurring on separate occasions. On 12/30/2025, the patient experienced a loss of consciousness. Prior to the event, she recalled seeing a ¿replace sensor¿ error message on her app. The patient was later found unconscious by her ex-husband, who had gone to her residence after she failed to respond to his attempts to contact her. Upon arrival, the ex-husband administered nasal glucagon as instructed during prior guidance documented in (B)(4). Approximately five minutes after treatment, the patient¿s glucose reading increased to 4 mmol/l. No emergency medical services were contacted, as the parties had been advised on appropriate steps to take in such situations. At the time of reporting, the patient was stable and doing well. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that a no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 2 of 2 reported events in which the patient lost consciousness due to device failure occurring on separate occasions. Please see related record (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. Data was provided for investigation. The allegation was undetermined via data. The app delivered urgent low alerts, with volume, as expected. Then the device experienced temporary sensor failure and the sensor failed. The probable cause could not be determined. No additional patient or event information is available.